Manufacturer narrative:
Updated fields b4 d9, g3 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. A getinge field service engineer fse inspected the unit and noted that the touchscreen was nonfunctional upon arrival the fse observed that the upper display was missing a hinge cover the display bracket hinge was bent and the bezel was cracked internal touchscreen connections were inspected and no connection issues were identified upon powering the unit on the touchscreen initially functioned normally while continuing troubleshooting for an unrelated leakage issue and completing additional testing the device was powered on again at which time the touchscreen became nonfunctional the fse replaced the touchscreen assembly lcd upper frame bracket right display hinge display seal screw kit display chassis upper hinge cover display and screw kit display assembly following completion of the repair the unit successfully passed all functional and safety testing in accordance with the manufacturers specifications and was deemed safe and suitable for clinical use the failure analysis and testing dept received part with a reported unit failure of an intermittent touchscreen fault the fat performed a visual inspection and found the part to be in good condition the fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual confirmed the touchscreen will not respond to input possible cause may be a component reliability issue retaining the part in the failure analysis and testing department.

Event description:
N/a.

Event description:
It was reported by getinge fse that during use the cardiosave intra-aortic balloon pump (iabp) unit had touchscreen fault. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.